Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason and doing well post operatively. The explanted device will not be returned as it was discarded.